Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify battery anomaly, perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump blank. Customer's blood glucose value was unknown. Customer stated that insulin pump went off beeping and had not stopped even if he placed in new batteries. Customer stated that insulin pump had power loss alarm. Customer was advised to revert to the back-up plan until replacement arrives. The device will be return for analysis.